Event description:
Return product received reported that the patient experienced no stimulation following a fall on their implantable neurostimulator (ins). Abnormal battery function was also reported. The patient underwent an ins replacement following several troubleshooting attempts. No patient injury was reported.